Event description:
It was reported that the pu of the transition section (tip to shaft) was broken exposing the lead wires. After following up with the customer, it was stated that the catheter was removed from the patient easily with no additional force applied to do it. The device was complete (no missing components) when it was removed from the patient. The device was exchanged and the case resumed with no patient consequences.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
The product was received for analysis. (B)(4). It was reported that the blue plastic insulation on the catheter was broken and displayed exposed wires. Upon receipt, the flexible tip assembly and shaft were inspected around the transition section, and it was found that the polyimide stiffener was not located in the quad lumen tip; it was seen to be back in the shaft. The separation was located at 29 cm from the tip and this section does not go out of the sheath. The customer complaint about the shaft separation has been verified. No other complaints have been reported for the lot number involved on this complaint. Product in process was inspected in order to find any similar incident, however it appeared to be properly assembled. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).